Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. The implant date was listed as (B)(6) 2013, which was before the manufacturing date. It was unknown which date was inaccurate.

Event description:
A news article reported that the patient had set backs. She had additional surgeries to replace implants that had broken. Every time the doctors had to remove an implant, she got a glimpse of how bad her symptoms were. Once an implant was re-activated, she progressively resumed her training. The patient's indication(s) for use were movement disorders. Refer to manufacturing report #3004209178-2016-13216 as the patient had two inss and it was not specified if one or both had broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.